Manufacturer narrative:
The customer reported an illumination issue with the lamp, which was replaced. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The lamp was retuned for evaluation. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 11, 2012. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator was received for evaluation. A visual assessment of the returned sample revealed, glass debris in the lamp socket of the module. The condition of the received sample precluded it from functional testing. The root cause of the reported event can therefore be attributed to a nonconforming lamp. However, how or when this would have occurred, cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported experiencing illumination issues during a vitrectomy procedure. The case was completed with other equipment. There was no harm to the patient.